Event description:
Information was received stating that a pump replacement occurred due to underinfusion volume discrepancies and the pump being said to be at the end of its life. There were no associated symptoms reported by the patient. For the first volume discrepancy, the expected volume was 3.06ml and the actual aspirated volume was 7.5ml. For the second discrepancy, the expected volume was 5.581ml and the actual aspirated volume was 17.5ml. The pump was replaced and discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).